Event description:
While procedure being performed, physician with his assistant had foot switch - tech was operating console. Machine took shot by itself- physician asked if someone doing fluoro- tech not pressing button- tech hand on control- tech removed hand- later during procedure- machine did another x-ray. Machine shut off - replaced by another. Note: pt. Admit dx: right renal stones. Based on the radiation safety officer's evaluation, the add'l radiation exposure to the pt. Caused by the unit malfunction was estimated to be equivalent to 3 or 4 chest x-rays. This is not significant when compared to normal amount of radiation received by pts. During routine renal studies- no radiation induced injury is expected on the pt. The medical device has been evaluated by the co, oec medical systems- equipment part has been replaced and the system returned to current specification. A formal failure investigation has been opened by the co.